Event description:
It was reported that the catheter was dislodged; this was detected by x-ray. The pt experienced increased pain. Surgical intervention was performed, however, the report did not specify what was done. The pt recovered without sequela. The pump was used to deliver morphine sulfate 1mg/ml programmed at 0.048mg/day.